Event description:
It was reported that the customer contacted support with a blood glucose reading at 72 mg/dl and received education on appropriate use of the ilet, including correction guidance and time setting, after which the device clock was corrected from am to pm. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-management with oral glucose intake as needed and resolution of low readings, with blood glucose at 78 mg/dl by the end of the call. Investigation included troubleshooting and user education regarding algorithm behavior, low glucose correction thresholds, and device time settings. Investigation of this case revealed no device malfunction and indicated user guidance needs, with no adverse effects reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.